Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via interdepartmental helpline solutions tracker that customer was stuck in the prime / rewind loop. It was reported that insulin continued to squirt until reservoir was half empty, even after release of the act button. It was also reported that buttons on insulin pump were excessively difficult to press. Customer's blood glucose was not reported. Customer declined helpline assistance.